Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results and provide the device manufacture date. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. The ess reported that the reprocessing technician was brushing the channels before brushing the distal tip, while using a channel opening brush. The ess reported that the reprocessing technician was informed that these steps were performed out of order according to the instructions for use.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of our investigation, an olympus engineer was dispatch to observe the sampling techniques and noted the following deviations: the sampler introduce unsterile material in the sampling area during preparation as cardboard was brought in the room. The sampler did not wear safety glasses.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility and was informed that the user facility¿s endoscope is leak tested prior to manual cleaning with an olympus mu-1 and mb-155. The enzymatic prolystica detergent is used for manual pre-cleaning. The endoscope¿s channel is brushed during manual cleaning with an us endoscopy (lot# 002719926) single use brush. Pre-cleaning is performed immediately after each procedure. The facility¿s oer-pro with acecide c is used for high level disinfectant and reprocessing. The aer¿s minimum effective concentration is being checked after each cycle. The user facility participated in a reprocessing in-service/observation on june 9, 2018 and november 27, 2018 conducted by an olympus endoscopy support specialist. In addition, there have been no changes with the facility's reprocessing personnel since the last on-site in-service. All of the facility¿s reprocessing personnel is trained on how to properly reprocess an endoscope. There are no known issues with the facility's aer. The exact cause of the reported event cannot be determined at this time. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatch to the user facility to observe the reprocessing techniques of the technician who reprocessed the scope prior to the sampling and provide training if necessary. To date the visit has not been finalized.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for klebsiella pneumoniae after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
The original equipment manufacturer (OEM) provide a summary of the destructive sampling report. The OEM reported the destructive sampling identified staphylococcus aureus that is categorized as a high concern organism. The staphylococcus aureus was not identified in the initial sampling. The external expert reported the following findings during destructive sampling: bleaching of the glue of the bending section presence of oxidation under the glue around the light guide lens and at the metal body of near the elevator wire. Extra glue around the light guide lens, the distal end cover and around the nozzle missing parts near the nozzle. The investigation of the pms scope is still ongoing; therefore, no root cause has been established at this time.

Manufacturer narrative:
This supplemental report is being submitted to report additional information from the original equipment manufacturer (OEM). The OEM reported that reported event was attributed to the following: insufficient reprocessing due to improper reprocessing procedure is a probable cause. Insufficient reprocessing due to glue condition is a potential cause.